Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no need for third-party assistance. Customer addressed high blood glucose by giving correction injection using multiple daily injections, then contacted technical support, which provided instructions and assisted with pump reset; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.